Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Examination of the product involved may provide clarification as to the cause for the reported failure. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
Material # 309646, batch # 4045831. It was reported that the bd luer-lok had foreign matter. The following information was provided by the initial reporter: verbatim: rcc received a complaint via email. Email(s) attached. "One of my customers called today to report that in 2 instances they had floating plastic particles when drawing up their drugs using bd syringe . Item- 309646, lot - 4045831. Additional information provided: 1.describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. - no patient harm as these were caught while drug drawing took place, so the meds were wasted. 2. Any sample available for investigation? If yes, are you able to provide the address of the facility for us to ship the return label? - we actually only had one syringe left from that lot # ( rest were used, and if there were particles in them, we didn¿t catch it) and I have that syringe here in my office. 3. Please share the captured photo of the event if available. ¿ no photo is available and the last syringe that they saw the particle in was already placed in the drug box so it was not accessible to retrieve. 4. In your initial email stated that 2 instances have occurred, kindly confirm whether the 2 instances happened on same date [6/10/24], if not kindly provide the 2nd date of event. - thursday may 23rd and monday june 10th.